Event description:
Critical care nurse stated she found her patient wet and the balloon was inflated with 10ml of sterile water. The nurse changed out the catheter and the leaking stopped. The nurse spoke to several other nurses and found that a total of four catheters were found leaking and replaced. No packaging was recovered. Estimate catheters in place <24 hours.